Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the message "series xr" during impedance test. They also reported high impedances reported on both sides but not on programmed electrodes. They got a "series xr' that did not find any breakages or short circuits in the system. They did repeat testing and they got the same info again that some of the leads (not the ones in use) have high impedances. No symptoms were reported. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep clarified the "series xr" message were related to the x-ray series in the hospital and were not related to the tablet as initially thought. It was unclear what amplitude used during the impedance test and the actual impedance values of the test. It was noted there were no noticeable signs of a lead break during the x-ray. It was unknown if the issue had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the doctor checked impedances at 0.7v and when he fell back on the 8840 and chose 3v impedances were within normal limits. The clinician tablet is now updated and is allowed to increase c for impedance testing.